Event description:
Device 2 of 3. Reference MFR. Report#:1627487-2019-03422. Reference MFR. Report#:3006705815-2019-00970. It was reported the scs system never provided the patient with adequate pain relief. In addition, the patient needed mris taken. As such, the patient underwent surgical intervention wherein the system was explanted.